Event description:
The customer reported that the 840 ventilator was not communicating with the nurse call system. The failure happened when the device was not used on a pt. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) printed circuit board (pcb) and have the covidien service engineer (cse) flash (update) the software. The customer reported having replaced the gui pcb. At present time, the unit has not received the software update.

Manufacturer narrative:
(B)(4).